Event description:
A report was received that the patients ipg was not charging up. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg was not charging up. The patient underwent an explant procedure.